Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; ventricle output connector was broken. Analysis also found one case screw was corroded and one boss hole in lower case was contaminated. (B)(4).

Event description:
It was reported that the external pulse generator (epg) ventricular port was broken and would not allow the cable to fit into the port. As a result, there was no ventricular output. The epg was returned for repair. There was no patient involvement.